Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up, occasional non-sustained oversensing was noted. There was no visible noise and noise was not reproduced with isometrics. Programming changes were made. The patient was stable and will continue to be monitored.